Manufacturer narrative:
It was reported "(B)(6) unconfirmed or (table s/n (B)(6)-table raised up 6 inches off the floor during a procedure. Need tech to investigate." Two images were received of the issue faced by the customer. In the first image it is clear that something left a dent within the base cover of the table. In the second image it shows how the table was lifted off of the ground. The onsite investigation case was cancelled due to the account deeming the table to be fit for use. Due to this cancellation a technician was not able to go on site for additional investigation. Based on images provided by the customer, it can be determined that something was place on the base of the table which could have led to the unintended movement. Listed within the operator manual surgical mobile operating table models d 860, d 850, d 830, d 820, d770, d 760 (57445, rev ya) is a description of keeping objects off of the base cover because this can lead to damage to the table. A review of the device history was completed. According to the manufacturing DHR, the table was manufactured on 26 apr 2018 and met quality specifications prior to shipment. This issue was discovered during surgery, and there was no patient impact and no adverse event reported. This failure mode has not exceeded any threshold and will continue to be monitored.

Event description:
It was reported that the table raised up 6 inches off the floor during a procedure. Based on images received, the table collided with another device. There were no reported injuries or adverse consequences.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the table raised up 6 inches off the floor during a procedure. Based on images received, the table collided with another device. There were no reported injuries or adverse consequences.